Event description:
Ous MDR - this lead was explanted and replaced due to dislodgement. First the physician wanted to reposition the lead. As the helix would not retract easily, physician decided to place a new lead.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed deformations of the distal shock coil that are probably a result of the operation process. The analysis did not show any further deviations that could be related to the clinical complaint. The measured electrical values and the screw rotation numbers were within specifications. After thorough removal of the blood and tissue residues, the fixation could be screwed easily. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.